Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms were noted. The insulin pump had intermittent button response on the act button due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood is 11.2 mmol/l. Nothing further reported.